Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 120 mg/dl at the time of the incident. The customer also reported blood glucose of 35 mg/dl back on (B)(6) 2017. The customer declined to troubleshoot for low readings. The customer stated that the locations of the air bubbles are three inches from the tubing cap. The reservoir will not be returned for analysis.